Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilators display showed a loss of power and the circuit breaker was tripped. The ventilator was then working on battery power. There was no report of patient involvement.